Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and the reported allegation was not found. No additional event or patient information is available.